Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) due to dislodgement. The physician elected to explant and replace the lv lead to resolve the event. The patient was stable with no additional adverse consequences. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)